Event description:
It was reported that this pacemaker system was explanted due to unknown reasons. No further information was available. No additional adverse patient effects were reported. At this time, it is unknown if this product for analysis.